Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported hf sensor exhibited inaccurate readings which were not correlating with the clinical symptoms. As a result, the sensor was calibrated via echocardiogram which resolved the issue. The patient is clinical study patient and issue was not related to the procedure but to the device